Event description:
Dealer states footboard will not stay in an upright position, even after tightening hardware.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.